Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, yellow in color, disintegrating.

Event description:
Healthcare professional reported an unknown side "rupture, yellow in color, and disintegrating." Device has been explanted.